Event description:
A sales representative reported on behalf of his customer that the trs-robo-8, ancr tissue retrieval system, 8mm, 125ml (5/bx) was being used during a surgical procedure for a right anterior mediastinal mass with thymectomy on (B)(6) 2023 and ¿had two 8mm anchor bags rip while extracting a mass from the patient.¿ further assessment confirmed that "the bag did not fragment off and didn't not have any pieces or components fall into the patient". The procedure was completed with a reported 20-minute delay, using ¿our 12mm anchor bag¿ as an alternate device. There was no report of injury, medical intervention, or prolonged hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
This device was not returned for evaluation; however, photographic evidence confirmed the reported event of ¿bag breaking¿. The root cause cannot be determined, however, based upon the photos and the instructions for use, the likely cause of this event was that the port site was not large enough to remove the mass. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows that this is the only device for this lot number and failure mode. (B)(4). Per the instructions for use, the user is advised to: ¿note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor¿ tissue retrieval system¿ by conmed¿. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of his customer that the trs-robo-8, ancr tissue retrieval system, 8mm, 125ml (5/bx) was being used during a surgical procedure for a right anterior mediastinal mass with thymectomy on (B)(6) 2023 and ¿had two 8mm anchor bags rip while extracting a mass from the patient.¿ further assessment confirmed that "the bag did not fragment off and didn't not have any pieces or components fall into the patient". The procedure was completed with a reported 20-minute delay, using ¿our 12mm anchor bag¿ as an alternate device. There was no report of injury, medical intervention, or prolonged hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.